Event description:
It was reported that the patient was hospitalized with vomiting, difficulty breathing, diarrhea and a loss of therapeutic effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 435135, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown lead model 435135, serial # (B)(4), implanted: (B)(6) 2011 , explanted: unknown.

Event description:
Additional information received noted: cause of the event: unknown, recurrent symptoms. Abnormal impedance: n/a. Patient outcome: serious injury/illness - ongoing. Additional information reported: unaware of this hospitalization; we do not have any information.